Event description:
Received a verbal report of a pt reaction that occurred with use of this dialyzer. For this event, the pt started their dialysis treatment, and within 5-10 min, became unresponsive. A code was called. The rn stated "we were unable to get her back". The staff returned/reinfused the blood back to the pt and a saline bolus was given at that time. The pt was then transferred to the hosp. It was also learned this pt is a brittle diabetic with multiple hypoglycemic events. There was no blood sugar obtained at the time of this event. The pt was admitted for further observation and eval for 3 days. The pt did return to this unit for dialysis and did continue dialysis with use of this dialyzer. It was learned in 2007 that this pt's condition has stabilized and is currently being dialyzed with an aim asahi 100 dialyzer. Also reported was that over the weekend of four days earlier, there was seizure activity noted. The rn stated that this event was probably seizure related as the seizures are continuing to occur. It was also reported the dilantin level remains low and to date, a therapeutic level has not been reached. There is no sample available for an eval. The lot number is unk. The pt has also been diagnosed with a seizure disorder since this event.